Event description:
A user facility returned the olympus, model ch-s190-08-lb, hd camera head to olympus for repair due to a report of poor image quality. There was no patient injury, associated with the problem, reported to olympus. Upon inspection and testing of the returned device, it was found that an image was not present due to a board failure. This report is submitted due to the finding of no image present due to board failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that no image was present due to a board failure. Additional evaluation findings are as follows: 1.) Appearance defects of the cable; 2.) Appearance defects of the control unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed was due to failure of the circuit board. It is likely that cable failure, due to water leakage may have caused the circuit board failure, leading to no image. However, a definitive cause of the failed circuit board could not be identified. Olympus will continue to monitor field performance for this device.